Manufacturer narrative:
Additional information added to h3, h6 and h10. H:10 the actual device was evaluated on site by a baxter qualified technician. The qualified technician confirmed the reported problem during visual inspection. Misalignment was observed on the left rear wheel. To resolve the issue, the qualified technician adjusted the left rear wheel. The external surface of the machine was cleaned and the device was returned to clinical service. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wheel of a prismaflex machine was damaged and won't run during installation. This event was observed before use. There was no patient involvement. No additional information is available.